Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2011 to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient underwent partial removal of abnormality of prior graft material due to pelvic pain and abnormality of graft on (B)(6) 2012. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced inflammation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient underwent a removal of vaginal sling on (B)(6) 2015, due to pelvic pain. No additional information was provided.